Event description:
A customer contacted beckman coulter inc. (Bec) reporting a clenz (cleaner) leak below the coulter lh 750 hematology analyzer. The customer could not locate the source of the leak. The customer indicated hearing a loud popping noise and subsequently, the instrument would not run. Per customer, there was no burning smell. Bec cts (customer technical support) suspected a pressure leak. Cts recommended the use of ppe before troubleshooting and had the customer check the tubing from the power supply to diluter which was noted to be fine. Per customer, the sound seemed to be coming from the front of the diluter and then clenz was found to be leaking. No injury or exposure was reported and medical attention was not sought. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the differential waste chamber top had become separated from the plate which caused the contents inside to spill. Fse replaced the chamber and verified repairs per established procedures. Results met published performance specifications. The root cause for the leak was the defective differential waste chamber top which got separated from the plate. (B)(4).